Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. The device was able to be recovered during troubleshooting with a manufacturer representative resolving the issue. The device is providing therapy.